Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, a foreign material was observed on the stopper, verifying the reported incident. Based on visual characteristics, it was determined the particle is a mixture of dirt and silicone from the stopper. The stopper is provided by an external supplier and incoming inspections are performed according to procedure, no issues related to this incident were identified during the inspections performed for the reported lot. A device history review was performed for the reported lot 2407040 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained syringe samples were used for additional evaluation. All product was inspected, no particles or other foreign matter was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Machines routinely undergo proper maintenance and cleaning, we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. While we cannot identify a direct issue, the particle did generate during the manufacturing process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Description/details: I would like to inform you of an adverse event report concerning reference (B)(4), 50 ml luer lock syringe (see description below). We have recovered the syringe, which I will make available to you if you wish to take it back. Date of ar: (B)(6)2025. Ar description: observation of ¿dirt¿ on the plunger of the syringe and above. Sort of rubber lint. Immediate action taken: withdrawal of syringe. I have already answered that the equipment was not used. There can therefore be no prejudice.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.